Manufacturer narrative:
H3: a software analysis was initiated to determine the probable cause of the issue through log analysis. Analysis found that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received additional information that the issue resolved with the hard drive replacement and reinstallation of software.

Manufacturer narrative:
D10: product ID: 9735999r , lot number: s3z6nbrk601906r h3: the solid state drive was returned to the manufacturer for analysis. Analysis found that the reported issue could be confirmed. When logging into the system, it displayed a black desktop without icons and when trying to uninstall software, an error was displayed. Analysis found that the reported event was related to an operating system issue. A medtronic representative went to the site to test the equipment. Testing revealed that that solid state drive was replaced. The system then passed the system checkout and was found to be fully functional. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 9735999r, lot/serial: unknown; product ID: 9735736, software version: 1.3.2. No parts have been returned to the manufacturer for analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported outside of a procedure that the registration pattern that was performed on a resin head was missing. A manufacturing representative (rep) did a registration, went forward in the software, used the back button on the patient tracker, and when in register it showed the zones of accuracy, but the trace pattern was missing. The model was blended down, but no registration pattern was present. While attempting to uninstall the application several errors were encountered. One was related to permissions and the other stated that it was unable to uninstall. The self test displayed a box that just said "testing" with a green check. At this point a soft reboot was attempted. After several minutes the system booted down to a blank screen with a blinking cursor. It was noted that the system needed a hard boot. The ubuntu menu was seen when powering on the system, but the rep was unable to get past after attempting fixing and ignoring the errors several times. There was no patient involvement.